Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of post timer/24v failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the error code message of post timer/24v failure, but confirmed the reported problem in the diagnostic codes. Fse performed initial inspection and found exhalation flows is low. Fse replaced exhalation flow sensor to address the reported problem. Fse performed final testing per service manual, unit passed all testing successfully. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.